Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the catheter temperature fluctuated between one hundred twenty degrees and one hundred thirty degrees celsius, then dropped back to hundred degrees celsius. Blue squiggly lines appeared after each burn. The current status of the patient is unknown.